Event description:
It was reported that a user on the ilet experienced hyperglycemia with a blood glucose of 400 mg/dl after eating pizza rolls, while on infusion set inset 23" placed in the back of the arm; the user confirmed insulin drops in the tubing, saw no external leakage, had been on the pump for about 30 hours in the learning phase, and was advised to perform a site-only change with the cannula reportedly not bent. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term sequelae. Investigation included troubleshooting and education with site assessment and confirmation of insulin delivery through the tubing. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of hyperglycemia remained unclear, with potential contribution from a challenging meal and ongoing pump adaptation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.